Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the patient had excessive loose spin and that the registration pattern did not cover a significant portion of the anatomy. Analysis found that the software functioned as designed.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that when the surgeon was tracing on the patient from right to left, the software showed the tracer pattern at north and south. The surgeon attempted to register the patient 3 times and was finally able to pass registration on the 3rd attempt. However, he was inaccurate on the internal anatomy by approximately 2 mm. He was accurate on the anterior anatomy though. It was also reported that the patient had a lot of loose skin and the registration trace pattern did not cover a large area on the forehead. There was 5-7 min of delay to surgery and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.